Event description:
A malfunction alarm occurred with the pump, indicated by malfunction code 16. There was no adverse impact to the customer¿s blood glucose level. To resolve the issue, technical support arranged for a replacement pump to be sent. The customer was advised to switch to multiple daily injections as a backup therapy and instructed on putting the pump into storage mode before returning it to tandem. The customer acknowledged understanding these instructions and agreed to return the problematic pump using a pre-paid label within ten days.